Manufacturer narrative:
The results, method, and conclusion codes along with the investigation results will be provided in final report.

Event description:
It was reported the ipg was unable to communicate with the external devices. The patient has not recharged or used the ipg in over 6 months. Next course of action is undetermined at this time. Device information and implant date are unknown at this time.

Manufacturer narrative:
The device history record was reviewed to ensure proper packaging and sterility. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported during follow up surgical intervention may be pending to address the issue.